Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint was verified. The event log did not show the error. The downstream occlusion sensor will be replaced in service. Use testing was performed. The problem source is defective component.

Event description:
Information was received that the cadd legacy pump has double beep, no cassette and lens damage. No reported adverse effects.